Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/12/2025, the user reported that the ilet screen was cracked and the crack was increasing in size. The cause of the damage was unknown. The device remained functional, and a replacement ilet was arranged. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.